Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 1.8 mmol/l with dizziness, blurred vision, and cognitive impairment related to inadvertent infusion of insulin. The reporter indicated that the prime step was performed while attached at the infusion site resulting in an unintended delivery of 5 units of insulin. The patient's insulin sensitivity setting was reviewed and found a setting of 1 unit to 2.5 mmol/l. This report is made based on the allegation that the patient experienced hypoglycemia related to use error of priming while attached to the infusion site.